Event description:
A malfunction was reported with a pump, identified by a malfunction code that was not resettable. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for a replacement pump to be sent, provided instructions for putting the old pump into storage mode, and instructed the customer to return the malfunctioning pump using a pre-paid shipping label. The customer was advised on steps to take upon receiving the new pump and acknowledged the instructions. A backup insulin delivery method (mdi) was used in the interim.